Event description:
Customer reported device produced a high result, however no value was provided. Ambulance was called. Fifteen minutes later, emt's device = 203 mg/dl. Customer was given fluids and taken to the hospital. Hospital device = 99 mg/dl. Controls were in range. A request was made for return product and replacement product was sent.